Event description:
Device 1 of 4. Reference MFR. Report #s 1627487-2011-06165, 1627487-2011-06166 and 1627487-2011-06167. The pt's (B)(6) scs system included an ipg, two percutaneous leads from different lots and a lead anchor. It was reported that the pt's scs system was explanted on (B)(6) 2011. Further evaluation is being undertaken to determine if the pt experienced an allergic reaction to the scs system or if an infection was present.

Manufacturer narrative:
Device evaluated by manufacturer: product testing was not performed as the cause of the reported complaint cannot be determined through such means. Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was corrected and the device was approved for use. The DHR anomaly is not related to the alleged event. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.